Manufacturer narrative:
The anesthesia workstation was investigated onsite by our field service engineer. It was found that one of the two co2 absorber bypass valves came loose when the patient cassette was removed. The absorber valve was reassembled. No parts were replaced. The absorber valve is held in place by a bayonet fitting in the patient cassette. The absorber valves are removed by the user during cleaning and reassembled on the patient cassette after the cleaning. Our conclusion is that the absorber valve was not correctly reassembled by the user after cleaning. This may lead to the absorber valve becoming dislocated or get loose during change of the co2 absorber which in turn will lead to leakage and system checkout failures. There is no indication that the absorber valves by them-self will become loose if they are locked in end position.

Event description:
It was reported that the anesthesia workstation failed several tests during system check-out. There was no patient involvement. Manufacturer's ref. #: (B)(4).